Event description:
It was reported that the customer experienced a blood glucose (bg) level of 585 mg/dl and a high ketone level identified as dangerous by healthcare professional. Reportedly, multiple empty cartridge alarms occurred. The customer attempted to load a new cartridge; however, the empty cartridge alarm reoccurred. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin and saline. Reportedly, the customer was released on 09/21/22 with the issue resolved and no permanent damage. System check with tandem technical support confirmed the pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.